Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(4). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(4) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4) . The manufacturing investigation pointed to the difference in manufacturing processes for the(B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted. The investigation is ongoing. There has been three other similar complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation. The symptoms quickly resolved. Additional information was received from the surgeon, who reported that the patient developed aseptic endophthalmitis, keratitis and corneal opacity twelve days following the intraocular lens implant procedure. Antibiotic and anti-inflammatory treatment was administered. The patient recovered four weeks later. There was no bacterium inspection performed. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the twelfth postoperative day, the patient developed eye pain, hyperemia, corneal edema and anterior chamber cells.